Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. Display did not return after restarting the insulin pump. Customer also reported frozen display. Customer tried multiple new batteries, but display was blank. Customer stated the battery cap was not damaged. Battery compartment was not damaged. Customer stated the display was not blank for less than 30 seconds and did not return. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.